Manufacturer narrative:
Updated fields; b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4, h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found that the batteries would not charge, thereby reproducing the reported issue. The fse further found that the iabp unit would operate on ac power source, only. The fse resolved the issue by replacing the set of batteries, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) battery was not working and low in battery. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) battery was not working and low in battery. No patient harm, serious injury or adverse event was reported.